Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the solution bag and the homechoice cassette was difficult to connect. The patient reported that the connection was not tight when trying to connect the two components to each other. There was no patient injury or medical intervention associated with this event. No additional information is available.